Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Reportedly, contact suspected hospitalization was due to use error as customer had taken lantus while simultaneously receiving pump insulin therapy. During the report, tandem technical support had contact perform a functional pump test and no issues were identified. Multiple follow up attempts were made by tandem technical support; however, the customer did not respond. No additional information was provided.